Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the eyes on the catheters were too close to the tip.

Manufacturer narrative:
The reported event was unconfirmed. Six catheters were received, opened, and without original packaging. There was no residue indicating that they have been used. It was noted that two eyes were found on the tip of each catheter. The product eyes were measured and evaluated a potential defect released in the field. Using calipers the eye location was measured from the tip of the catheter to the center of the eye. All samples were found to be within specifications. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use. Do not resterilize caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical attention, read directions prior to use. Practice and applicable laws and regulations. Sterile unless package is opened or damaged. Do not use if package is open or damaged." Correction: PMA/510k.

Event description:
It was reported that the eyes on the catheters were too close to the tip.